Event description:
Customer reported that the insulin pump received a button error alarm. Customer stated that it was steamy outside and she wears the pump inside her clothes; usually puts the device in a sock but today she did not. Possible moisture exposure. Customer attempted to take the battery out and replace it but the device is still not functioning. Blood glucose value is 225 mg/dl. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. The device had no button response due to corroded keypad traces. The unit had cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on the electronic or motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.